Event description:
Surgeon was unable to insert the screw since the thread was not proper.

Manufacturer narrative:
Based on the investigation results, the screw was damaged due to high axial forces used during insertion. There were no indications for any material or manufacturing related issue.